Event description:
It was reported that an unspecified transmitter issue occurred. It was indicated that the patient exposed components to MRI, which is off-label usage of the device. On 01/12/2024, the patient experienced an unspecified transmitter malfunction. The episode occurred after the sensor had been inserted in the abdomen. The patient reported no readings, alerts, and saw "pair new tx, ¿tx failure.¿ earlier in the day, the patient had an MRI. Later around 3 pm, she was not feeling well, was sleepy and tired. The patient decided to lay down and sleep but ended up not being able to wake up. Per documentation, the patient did not recall receiving an alert from the display device. The granddaughter found the patient unresponsive around 7 pm. The granddaughter eventually got the patient to wake up. The display device was not showing any reading since it had a transmitter failure error. The bg (blood glucose) was taken and was ¿high,¿ indicating a bg over 400 mg/dl. The granddaughter called the ambulance around 7:30 pm, they arrived at 8 pm, and the patient was transported to the hospital. The doctor at the hospital took a bg which was 903 mg/dl. The receiver was still showing transmitter failed and the sensor was removed. The patient was given novolog IV drip (of note, novolog is administered subcutaneously only. Only regular insulin can be administered via IV). Because the number was slowly decreasing, the patient was admitted to ICU (intensive care unit) for 2 days for observation. The patient was later discharged from the hospital on monday evening (B)(6) 2024. At the time of the report, the patient was fine. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified transmitter issue occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Voltage test was performed and failed. A review of the share logs was performed and reported allegation was not found within the investigation window. The allegation was undetermined. The customer's complaint was undetermined because data does not reflect the alleged device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).